Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt showed acute psychotic symptoms that included hallucinations, which led to subsequent hospitalization into acute psychiatry. The pt had experienced severe chronic pain after gastric banding surgery and was started on prialt (ziconotide) in (B) (6) 2008 to manage the pain symptoms. Since (B) (6) 2009, the pt was treated with constant dosages of intrathecal medications: prialt (ziconotide) 8.8 mcg/day, bupivicaine 4.1 mg/day and hydromorphone 586.7 mcg/day. Since the pt's severe chronic pain was hardly able to be controlled, it was difficult to discontinue intrathecal prialt (ziconotide) completely. They had considered reducing the daily dose by at least 50%. The pump was to be refilled on (B) (6) 2010. The pain reduction was effective and the pt's symptoms were related to the medication and not the implanted device. The physician stated that the pump had worked "100% correct". The pt's outcome was last reported as "not recovered" from the hallucinations.